Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a low voltage advisory and low voltage alarms (last on (B)(6) 2022 at 9:59 am). Log file review recorded several power alarm events on (B)(6) 2022 from 9:56:11 - 9:59:52. These events appeared to have occurred as the patient was attempting to switch from the mobile power unit (mpu) to battery power. Power was switched to battery power and the alarm condition resolved. Motor function was not affected by these events. The log file recorded 119 silence alarm button pressed events, and appeared to have occurred while there were no active alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 2 days ((B)(6) 2022 per timestamp). Loss of external power events were intermittently active on (B)(6) 2022 from 09:56:11 ¿ 09:59:52 that were coincident with low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. The events were not active long enough to trigger a no external power alarm and pump operation was not affected. There were no other notable alarms active in the log file. Additional information stated that the patient has a v-lock connector on the ac power cord, that the patient had not reported the ac power cord coming loose at the wall outlet nor the back of the mobile power unit, that there were no environmental factors that may have contributed to the reported event, and that the mpu would not be returned for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number:(B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The product was shipped on 14jul2021. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.